Event description:
It was reported to boston scientific corporation in 2005, that an endovive low profile balloon replacements device was used during a procedure performed in the same month, (patient age, gender, and weight unknown). According to the complaint, the balloon ruptured after approximately 1 day post-placement. The procedure was completed with another endovive low profile balloon replacement device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. The cause of the reported malfunction is undetermined. A search of the complaint database revealed no additional complaints reported for this lot.